Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings. Customer's blood glucose readings at the time of the call were 444 mg/dl and were treated with a bolus. Customer reported symptoms of excessive thirst and urination. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was conducted and passed. Customer's blood glucose readings were dropping during the time of the call. No further information reported.